Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and (B)(6) 2011 and mesh and obtryx were implanted. Dates not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, erosion, recurrence, and dsypareunia. No additional information was provided.